Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a and d6b added. H6 component code added. Mso statement: per medical safety officer review use of the device cannot conclusively be associated with the outcome of death. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04829. B2 outcomes attributed to adverse event was missing. G1 reporting contact fax number missing.

Event description:
The user facility reported a 66-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient had an unidentifiable structure in left ventricle (lv) near tip of impella via bedside echo. Team could not tell if structure was actually in contact with impella. No suction alarms were present. Patient was on anticoagulants. The structure was not removed or analyzed as the decision was made to withdraw care. The family made choice and patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿